Manufacturer narrative:
The manufacture previously reported a dreamstation CPAP device was returned to a third-party service center as part of the "uno recall" process with no initial alleged complaint. The manufacture was incorrectly included the statement "uno recall" in previous report. In this report the describe event or problem section and report source (rfb) in box g has been corrected/updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles in the bottom enclosure. Additionally, the service technician found dust contamination. The device was scrapped by the service center after the evaluation was completed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles in the bottom enclosure. Additionally, the service technician found dust contamination. The device was scrapped by the service center after the evaluation was completed.